Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the control body fluid damage, the u/d & r/l pulley wire fluid damage, the us connector cable fluid damage, the light guide cable buckled, the us connector cable buckled, the lg prong corroded, the operation channel leaky, the jet socket worn out, and the lg prong top worn out ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).